Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered by the patient before infusion. This report documents no patient injury or adverse events. No additional information is available. Report 3 of 3.